Event description:
A webform case was received where an alarm issue was reported with the adc device in use with a samsung galaxy s20 plus with android operating system version 13. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a seizure. Customer initially reported injecting insulin, and then later required treatment of "sweets" from a non-health care professional to bring blood glucose down. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. A linearity test was performed. Since the sensor and known good reader communicated successfully, and low alarm was successfully activated, the returned sensor was found to be functioning properly. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The user reported missing high and low glucose alarms. Successfully received receive glucose readings and alarm notifications in the application (android 13; 2.8.4.9335). No issues were identified with freestyle librelink application. The user complaint could not be reproduced. Thus the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform case was received where an alarm issue was reported with the adc device in use with a samsung galaxy s20 plus with android operating system version 13. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a seizure. Customer initially reported injecting insulin, and then later required treatment of "sweets" from a non-health care professional to bring blood glucose down. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.